Manufacturer narrative:
The reported event of insulation damage was confirmed. Final analysis found a complete lead was returned in two portions for analysis. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant an insulation breach was noted on the right ventricular lead. The physician elected to explant and replace the lead. There were no patient consequences.